Manufacturer narrative:
As per report, the cause of the death is not related to an edwards device there was no allegation of product malfunction.

Event description:
Additional information, the patient¿s pressure dropped before the delivery system (nose cone) was in the ventricle. There was difficulty in ¿seating¿ the wire and the patient was very frail.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was attributed to fragile tissue and the guidewire puncturing the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. System updates pending: method: no testing methods performed; result: no results available since no evaluation performed; conclusion: known inherent risk of procedure; human factors.

Event description:
As reported through our (B)(4) affiliate, the patient died from a complication of a ventricular perforation during a transfemoral deployment of a sapien xt 23mm valve. During insertion of the sheath, some resistance was encountered. The delivery system crossed the arch, the patient's blood pressure dropped abruptly. The cause for the pressure drop was unknown at that time (no tee due to patient's history). A decision was made to proceed with valve deployment rather than concern with removing the delivery system and it was believed that the new valve would benefit resuscitative efforts. The valve was deployed under asystole and began resuscitation. Fluoro showed staining around the ventricle and tte showed tamponade and pericardial effusion. A pericardiocentesis was performed to drain the blood. The chest was opened and ventricular perforation was observed. As noted, unable to repair due to fragility and deterioration of tissue. As per post procedural discussion, the event was not due to edwards's products but rather the patient's fragile tissue status and wire perforation of the ventricle. Of note, unable to perform echo during procedure as previous echo had perforated the patient's esophagus.